Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with the insulin pump error. The blood glucose was 260 mg/dl at the time of the incident. Customer advised to replace the transmitter due to not working as it should be also that her warranty ended. The device will not be returned for analysis.